Event description:
Medtronic physio-control is investigating reports of device failures during manufacturing end-item testing. Incomplete soldering of transistors q1 and q7 on the biphasic circuit board assembly was identified as the common root cause. Incomplete soldering of either of these transistors can cause one or both phases of the biphasic defibrillation waveform to be missing. There have been no confirmed failures of distributed product for this root cause.